Event description:
I had prk on friday, (B)(6) 2020 at (B)(6). It's been a year since the procedure and I still suffer from chronic dry eye, headaches/migraines, light sensitivity, recurrent corneal erosion, and nerve damage that is painful to the touch. I see halos, starbursts, glare and ghosting both during the day and at night. I also suffer from lose of contrast sensitivity which has effected my night vision. Although I see 20/20 on the snellen visual acuity chart, I do not see as sharp, crisp or clear as I did with my rx glasses. Overall the quality of my vision is very much poor. During the day, the glare coming off any shiny surface can be blinding and the use of polarized sunglasses lessens the day glare, and I also wear sunglasses outside for the most part, due to light sensitivity. I've also had to limit my night driving since it has become difficult to navigate during that time, as oncoming traffic headlights are as bright as high beams and the night sky has darkened up as well. Being able to see in dim lighting has been difficult, and I need to have a light with me or have the lights on all the time. My eyes are constantly dry, and I am wake up at various hours of the night due to that. Every morning my eyelids stick to my eyes and it can be painful to open my eyes. I make sure that my eyes are protected from any foreign objects or from accidental pumps, as not doing so will cause persistent eye pain for the whole day. I also need to gently rub my eye when removing my eye makeup due to sensitivity of my eyes. Due to these side effects, it had taken a toll on my mental health. I now deal with depression, anxiety and suicidal thoughts. I was told the dry eye would last for about a year and that most patients heal by then. I was also not told beforehand that this surgery would effect my night vision for the worst. The consultation was quick, and now looking back on, it did not provide much information on the risk for me to heavily weigh the consequences. And any risks disclosed to me were down played, as I was told, "none of our patients experience any of these, so no need to worry." Lasik clinics must thoroughly inform their patients on all the risk involved. I thought refractive eye surgery would improve the quality of my life, however it had done the opposite. If I know then what I know now, I would not have gone through with the procedure. I regret my decision to undergo prk and I hope others will abstain from this procedure. FDA safety report ID#(B)(4).